Event description:
Boston scientific (bsc) crm received information that this dextrus lead was exhibiting elevated thresholds. The lead was removed from service and replaced. Implant, explant and event dates were not made available.